Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was low, needle bearing worn, e-rings deformed, hinge gasket missing, and device was out of calibration. The motor, sleeve, needle bearing, hinge gasket, and e-rings were replaced. The device was recalibrated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported device needs recalibrated; worn needle bearing need to be replaced; missing derm ii hinge need to be replaced defective e-rings need to be replaced; defectove motor, sleeve motor need to be replaced. There was no event, device was sent in for maintenance only. Investigation showed low motor speed. No adverse event was reported as a result of this malfunction.